Manufacturer narrative:
Investigation results: summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause and CAPA not required as no defects were confirmed.

Event description:
It was while a nurse was transferring blood into a vacutainer tube, using a bd safetyglide¿ needle, leakage was found near the hub. There was no report of exposure, serious injury or medical intervention.